Event description:
Related manufacturer report number: 2017865-2022-07454. During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead and far p-wave oversensing and inappropriate mode switching was observed on the device. The device was explanted and replaced and the lead was replaced to resolve the event. The physician alleged the noise observed on the right ventricular (rv) lead was due to clavicle crush related lead damage. The patient was in stable condition.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced. Additionally, subclavian crush related lead damage was confirmed during the explant procedure.